Event description:
During a gastric bypass procedure, the surgeon was using the shears normally, they ceased to operate; no error tone was given by the generator. The instrument was retorqued and tested to no effect. The shear was changed for a new one. No further problems. No patient consequence.